Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analyst noted that there was blood on the distal conductor of the lead and it was obstructed. During a stylet insertion test, the stylet stopped at 2.3cm into the lead due to blood obstruction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure, the physician tried to introduce the lead into the guidewire but the lead did not pass over it. The physician decided to change the lead and the new lead passed over the guidewire without problems. Therefore, the physician thought that the problem was the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.